Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that several episodes of ventricular noise reversions were observed. Further investigation showed that there were inappropriate ams and hvr episodes as well due to noise present in both the right atrial lead and the right ventricular lead. Both leads were explanted and replaced. It was also noted that the pacemaker was explanted and replaced as both leads had noise present and it was suspected a potential header issue. The patient was in stable condition.